Manufacturer narrative:
The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump had broken battery tube threads, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via phone call that the battery compartment of the insulin pump had a part missing.. The customer's blood glucose was 240 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.